Event description:
According to the reporter: bowel resection procedure. The staple line came open during the case. Doctor had to hand sew the staple line. Or delay 30 minutes, doctor had to remove extra tissue from the small bowel. Pt is doing ok at the time of this complaint.